Event description:
The customer called to report that the vibrate mode no longer functions. Troubleshooting was performed, and the insulin pump did not vibrate or beep during the selftest. Advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.